Event description:
It was reported that during implant the right ventricular set screw was difficult to screw down, no click sound was heard. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.